Manufacturer narrative:
The two promus everolimus eluting coronary stent systems are being filed under MFR # 2024168-2009-00935.

Event description:
Reporting status: serious injury/surgical intervention/permanent damage. Reporting rationale: perforation requiring surgical intervention. Device issue: no device malfunction has been reported. It was reported that the there was a perforation in the initial case in 2009, where two promus stents (sizes unk) and a whisper guide wire were used. It was not found during use of the promus stents and the pt had to be taken to surgery at about one week later. It is not known if the perforation was due to the whisper guide wire or the promus stents. No additional event or pt info is available.